Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed 14 sep 2015.

Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation with device use as well as poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.